Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7084602. UDI: (B)(4).

Event description:
It was reported that during the implant procedure, patient developed hematoma at t8-t10 area and weakness. Physician believed it was related to the procedure due to patient anatomy. The patient underwent an explant procedure. Patient fully recovered. The explanted devices were not returned.